Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon revised a patients head, cup and liner. The cup was retroverted and revised because of instability and dislocation. Surgeon kept stem in.

Manufacturer narrative:
An event regarding dislocation secondary to malposition involving a trident liner was reported. The reported event indicates the acetabular shell was retroverted however this can not be confirmed without x-ray images. The event did not allege any deficiency of the subject trident liner. There is no indication that the product reported in this investigation contributed to the event.

Event description:
It was reported that the surgeon revised a patients head, cup and liner. The cup was retroverted and revised because of instability and dislocation. Surgeon kept stem in.